Event description:
The facility reported a colleague infusion pump with a malfunction of "bad display". It is unknown when this condition occurred in ER department of the facility. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by a baxter service technician at baxter facility. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: the reported condition of colleague infusion pump with the malfunction of "bad display" was confirmed during event history log review. The device is being evaluated at baxter facility at this time. A follow-up MDR will be submitted when the device evaluation summary is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of "bad display" was confirmed during event history log review and product evaluation. The cause of the reported condition was found to be defective main display. The main display was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.